Event description:
As the physician deflated the balloon and pulled back off the wire to go back into a 7 french sheath which was 55 cm coming from the left over into the right common iliac a little tortuous. The balloon got stuck to the sheath would not come out. They tried to deflate the balloon two or three times tried to flush the sheath with heparinized saline and that did not work. It was completely stuck inside the sheath. The balloon broke. He ended up pulling the sheath back and saw the tip of the balloon in the sheath, cut the sheath with a pair of scissors, re-wired the iliac with a wire back up into the aorta with a lot of bleed back. He pulled that sheath out and proceeded to put in a 7 french short sheath. Additional information received states that a cook 7fr 55cm sheath was used. There were no problems advancing the balloon. The balloon was deflated during removal.

Manufacturer narrative:
The complaint received states that during an interventional procedure, a savvy long pta balloon had withdrawal difficulty and separated in the patient. As the physician deflated the balloon and attempted to pull it back off the wire and into a 7 french 55 cm sheath, the balloon became stuck inside of the sheath. The sheath was coming from the left over into the right common iliac a little tortuous. The balloon got stuck in the sheath would not come out. They tried to deflate the balloon two or three times after it became stuck. The team tried to flush the sheath with heparinized saline and that did not work. It was completely stuck inside the sheath. The balloon broke. He ended up pulling the sheath back and saw the tip of the balloon in the sheath, cut the sheath with a pair of scissors, re-wired the iliac with a wire back up into the aorta with a lot of bleed back. He pulled that sheath out and proceeded to put in a 7 french short sheath. Additional information received states that there were no problems advancing the balloon. The balloon was deflated during removal. There was no report of injury for the patient. The cordis corporation distributes this device and as such the original manufacturer, clearstream, is responsible for the analysis and reporting of the complaint. Per clearstream: the product was returned and examined by a cross functional investigation team; it was also involved in a complaints review meeting. On initial inspection the following points were noted: the balloon had separated from the catheter and the balloon itself had excessive bunching only at the distal end yet the remainder of the balloon had refolded. Further investigation showed that the catheter had torn from the balloon between the proximal cone and shoulder. The tear was deemed to have occurred due to excessive force. The sheath was inspected for any blockages which may have obstructed the balloon, but none were identified. The balloon had bi-folded as far as the distal end where re-wrap failed to occur. This distal portion of the balloon appeared to be too large to fit through the sheath and as such bunched up at the entrance to the sheath and could not be withdrawn. The sheath size used during this procedure was stated as a 7french sheath; the product is recommended for a 4french size. In standard practice, the product would fit through a 7french sheath even with minimal re-wrap. Pull back testing is performed as part of both standard lot release testing and validation testing and no issues were identified, confirming sheath compatibility was not an issue. A possible root cause of this failure was that the contrast medium may not have been expelled fully from the balloon before it was pulled back through the sheath. Pull back resulted in the contrast medium being forced into the distal end of the balloon restricting it from re-wrapping and inflating this end enough to impede the removal of the balloon through the 7french sheath. The force used in trying to remove the balloon caused it to bunch up on the end of the sheath trapping the contrast solution inside. The subsequent flushing used to try and free the balloon may not have reached the distal end of the balloon. After continuous attempts to force the catheter out of the sheath, the balloon broke from the catheter. The complaints of withdrawal difficulty and separation were confirmed on analysis. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the information suggests that procedural and handling issues may have contributed to the confirmed failures. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.